Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator exhibited a problem with co2 calibration. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by the philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx defibrillator, indicating that the device exhibited a problem with co2 calibration. The fse visited the customer site and determined that the device required the annual co2 calibration. The fse performed the co2 calibration and functional checks. After the calibration was performed, the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to the device requiring co2 calibration. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse performed the co2 calibration to resolve the issue, and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.